Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: v268 ICD, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that one day post implant the patient moved their left arm and the lead dislodged. It was noted that the lead dislodgement was found on the next day check and confirmed by an x-ray. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.